Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat an aneurysm in a de novo moderately calcified right coronary artery. A 2.80x26mm graftmaster covered stent failed to cross due to anatomy. A 2.80x19mm graftmaster covered stent also failed to cross due to anatomy. An unspecified drug-eluting stent was used to treat the aneurysm. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.